Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) has been requested to investigate the reported event. At this time, the fse investigation has not been completed.

Event description:
It was reported after a da vinci assisted procedure, that an intuitive surgical, inc. (Isi) clinical sales representative (csr) contacted the isi technical service engineer (tse) regarding a c-33 error had occurred on one of the da vinci systems. The tse reviewed the system logs, confirmed the presence of a c-33 error on the identified system, and communicated with the csr. There was no report of patient involvement or patient injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the reported complaint and replaced the vio integrated electrosurgical generator unit (iesu). The system was tested and verified as ready for use. Isi did receive the iesu to perform failure analysis (fa). Fa was able to confirm the reported complaint via system logs. During testing, the unit displayed error code c-33 at startup. Generator log showed error c-00. The probable root cause of error c-33 is attributed to a faulty electrical component inside the iesu. This error indicates a higher voltage than expected while powered on.